Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented in clinic with the device in backup mode with a loss of defibrillation therapy. The cause of the device in backup mode was due to an MRI scan. Technical support was contacted and restored firmware settings successfully. The patient was stable with no consequences.